Event description:
This is filed to report the clip opened when locked requiring intervention. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 degenerative mitral regurgitation (mr). There was a medial a2 flail with lots of chords visualized in the grasping area. The xtw clip was advanced to the mitral valve. Grasping was performed and there was chordal interaction noted. A lot of chord was visible at the grasping location. However, the clip was freed from the chordae and leaflet insertion was successful. The clip was implanted medially on the a2/p2. Mr was reduced to 2+. Immediately after deployment, the clip opened to a 30 degree angle. It is the physicians opinion that a lot of chordae was grasped with the leaflets, causing the clip to open. A second clip was advanced to further reduce mr and to stabilized the first clip. However, the clip interacted with chordae during grasping and this made grasping difficult. The clip freed from the chordae and was not implanted. The first clip remained stable and mr reduction remained at 2+ at the end of the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement associated with clip open during locked. Additionally, a cause for the reported difficult or delayed positioning associated with anatomy appears to be related to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.